Manufacturer narrative:
Model number/catalog number: 72404014, serial number: n/a, batch/lot number: 1000425334, model/catalog description: cxr 18cm, d4 unique identifier (UDI): (B)(4). Model number/catalog number: 72404161, serial number: n/a, batch/lot number: 1000527109, model/catalog description: reservoir 65ml pc, d4 unique identifier (UDI): (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established. Therefore, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a crack in the pump connecting tube was found. The pump was removed and replaced, while the existing reservoir was kept in the patient and a new one was added to the system. No patient complications were reported.